Event description:
The chain-link segment was deployed into the portal vein. As the physician pulled the deployment knob, the deployment line stuck and failed to initiate deployment. The chain-link segment could not be duplicated; therefore, the physician withdrew the device through a cook sheath and removed from the pt. There were no pt complications.